Manufacturer narrative:
(B)(4). Evaluation summary - evaluation of the returned guide wire noted the shaping ribbon was separated 1 cm proximal to the tip ball. The tip coils were pushed distally from the center solder for a length of 2 mm. The entire length of the tip coils were stretched for a length of 4.3 cm. There was a kink in the tip coils 1.7 cm proximal to the tip ball. There were random offset coils between the center solder and 2 cm proximal. Scanning electron microscopy (sem) suggests that the shaping ribbon separation was due to corrosion, which caused the core to fail and detach. The surface of the shaping ribbon appears to exhibit signs of corrosion, including at the fracture site. The distal end of the shaping ribbon was still intact with the tip ball and the proximal end of the shaping ribbon was still intact with the center solder. There was corrosion on the tip ball, center solder and proximal solder which appears to be due to transportation back to abbott vascular for evaluation, and does not appear to be the same level of corrosion as that on the shaping ribbon and does not appear to have contributed to the reported difficulty as core and/or shaping ribbon were attached to each of the three solders. Based on the case description and analysis of the returned product, a definite cause for this damage was not able to be determined. Manufacturing performs a tip pull test on each guide wire to ensure proper tip attachment, a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, and a 100% outer diameter inspection of all devices prior to hydrophilic coating. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this lot was reviewed. There are no non-conforming material records associated with this lot.

Event description:
Device issue: separated shaping ribbon. Time of device issue: prior to procedure. Adverse event: none. It was reported that during preparation of the balance middleweight (bmw) guide wire, when the package was opened, the guide wire's tip was out of shape (prolapsed). There was no patient involvement. There was no additional information provided.